Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a pre-operative 6.8 cm in diameter thoracic aortic dissection in zone four 36 months ago. Vessel and aneurysm morphology was reported as the proximal neck was 39 mm in diameter. The distal neck was 27 mm in diameter. It was reported that three days post index procedure the patient had a cerebral infarction and leg paralysis. The cause of the cerebral infarction is unknown, but the physician stated it may have been caused by debris being loosened by the procedure. The patient was treated with medication. The physician stated that it is unknown if the event is related to the device or procedure. It was reported that four months post index procedure the patient expired. The cause of death was cerebral infarction. The physician stated that it is unknown if the event is related to the device or procedure. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak, death, paralysis); patient's condition affected effectiveness of device (pre-operative dissection); unapproved use of device (use of device for pre-operative dissection). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (pre-operative dissection); operational context contributed to event (use of device for pre-operative dissection).